Event description:
The customer reported the device charge will last about 35 to 40 minutes and then powers off. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and dc power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The device was charged overnight and remained on battery power for approximately 4 hours prior to low battery alarm and shutdown. Internal inspection showed the battery voltage measured at 6.3vdc. The customer complaint could not be duplicated, the battery did not turn off after 35 to 40 minutes after being charged overnight. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. (Serial #) updated from (B)(4). (Unique identifier (UDI) #) updated from a blank field to (B)(4). (Device manufacturer date) updated from "05/20/2010" to "05/17/2017."